Event description:
It was reported that a patient presented to clinic for follow up. The left ventricle (lv) lead was dislodged and failed to capture. Additionally, the s-shaped of the lv lead was deformed. On (B)(6) 2024, the physician elected to explant and replace the lv lead. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and a deformed s-curve. As received, a complete lead was returned in one piece. The reported events of a deformed s-curve and failure to capture were not confirmed. Visual inspection of the lead found that the distal region still forms s-curve, as received. The s-curve hump height was measured to be within product specification. Final analysis found no indication of conductor fractures or internal shorts.